Event description:
Physio-control's evaluation of a removed power supply assembly from the device for other repairs at the failure analysis center found a critical failure. The observed failure could inhibit the device from operating on battery power. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the power supply assembly and confirmed proper device operation through functional and performance testing. The device was then returned to the customer for use. The root cause of the critical failure was determined to be two electrically leaky filters, designator fl4 and fl10, due to solder flux residue on the power pcb.